Manufacturer narrative:
The investigation of the returned pod found evidence of discoloration inside the device, which is an indication of an internal fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. Lot qualification test results for this pod lot (l30404) revealed three failure for an internal pod leak. The root cause of the fluid leak in each instance was determined to be from a cannula leak. Insulet has initiated an internal investigation to identify the root cause of this failure mode. The investigation is in-process as of the date of this report.

Event description:
The report indicated that the customer experienced high bg levels (300-420mg/dl) while the pod was worn. No specific device issue was cited and no add'l info about the event was provided. A request was made for add'l info, but no follow-up has been received to date. The pod will be returned for eval.